Manufacturer narrative:
Each device is inspected by firmly tugging on fitting while holding catheter tubing and visually examine prior to shipping. A new process has been added to minimize flare size variation in the manufacturing process. Appropriate design control activities have been completed. Unfortunately, no product was received to assist in this investigation, so the root cause of the separation is unknown. It appears that the catheter may have experienced excessive force during movement of the patient. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.

Event description:
The drain was inserted into the patient; however, when the patient made some movement the cannula snapped off from the connection. Device was replaced.